Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator failed and did not recover the storage space, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator failed and did not recover the storage space, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator was not recovering its storage space. A field service engineer (fse) reseated the connections and cleaned the latch mini switch contacts, after an unsuccessful recovery attempt by the customer. The system was rebooted and tested. The fse was called back to inspect a tower door, where the contacts were cleaned and another reboot was performed. Both the hardware test application and customer testing confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.